Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was capped and replaced due to oversensing on (B)(6) 2019.

Event description:
New information received noted that the right ventricular lead was capped and replaced on (B)(6) 2019 due to intermittent lead noise. All lead parameters were stable. The patient is not device dependent.

Event description:
New information received notes that the patient was stable before, during, and after the procedure.